Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed the vessel sealer passed the self-test when placed on the in-house system and passed the sealing test. Grip performance testing was performed and found in normal range. Additional observation not reported by site was that the instrument snake wrist was dislodged upon visual inspection. No broken cables were found and no damage to the conductor wire. The evidence was inconclusive, but the dislodged damage was likely due to mishandling/misuse. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not cauterizing during the gastric sleeve procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci gastric sleeve procedure, the vessel sealer instrument would not cauterize. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Additional information was requested, but no additional information has been received at this time.